Event description:
It was reported that the device alarmed for no apparent reason with a channel error alarm. There was no patient involvement.

Manufacturer narrative:
Additional information h3, h6, h10. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn(B)(6) was performed from date of manufacture 17nov2014 to present date 04jan2021 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device alarmed for no apparent reason with a channel error alarm. There was no patient involvement.

Event description:
It was reported that the device alarmed for no apparent reason with a channel error alarm. There was no patient involvement.